Event description:
A report was received that the patient was feeling pain at the pocket site due to the ipg sitting on her sciatic nerve. The physician prescribed the patient lidoderm patches for the pain. The patient is reportedly doing well following the prescription.